Event description:
Please disregard this MDR. It has been established that this is a duplicate report. The incident described has also been reported via MDR 3005477969-2013-00533. Our results of investigation for the revision will be submitted via a follow up report for that MDR.

Event description:
It was reported that revision surgery was performed due to wear. The femoral stem remains implanted.

Manufacturer narrative:
Please disregard this MDR. It has been established that this is a duplicate report. The incident described has also been reported via MDR 3005477969-2013-00533. Our results of investigation for the revision will be submitted via a follow up report for that MDR.